Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes for oversensing noise while the patient was stroking her dog. Previously, the smart pass feature was disabled for brady and low amplitude. A chest x-ray was performed and showed that the device had rotated anteriorly, and the electrode was suspected of dislodgement. Prior to opening, the physician pushed the pocket and pressed on the electrode to see if noise could be replicated, and noise was detected. The pocket was opened, and it was challenging to free up the electrode due to the patient large body habitus. The physician verified that the electrode was inserted correctly into the header visually and by a tug test. A new electrode was implanted with difficulty due to large body mass. While stitching the first layer, the vectors were checked, and the primary vector passed. The device was connected with difficulty as the electrode was quite short to get across the body mass. The patient then went into complete heart block and vectors could not be measured due to poor quality beats and small r-wave in all vectors. It was decided to abandon the case and implant a cardiac resynchronization therapy defibrillator (crt-d) at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes for oversensing noise while the patient was stroking her dog. Previously, the smart pass feature was disabled for brady and low amplitude. A chest x-ray was performed and showed that the device had rotated anteriorly, and the electrode was suspected of dislodgement. Prior to opening, the physician pushed the pocket and pressed on the electrode to see if noise could be replicated, and noise was detected. The pocket was opened, and it was challenging to free up the electrode due to the patient large body habitus. The physician verified that the electrode was inserted correctly into the header visually and by a tug test. A new electrode was implanted with difficulty due to large body mass. While stitching the first layer, the vectors were checked, and the primary vector passed. The device was connected with difficulty as the electrode was quite short to get across the body mass. The patient then went into complete heart block and vectors could not be measured due to poor quality beats and small r-wave in all vectors. It was decided to abandon the case and implant a cardiac resynchronization therapy defibrillator (crt-d) at a later date. No additional adverse patient effects were reported.